Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a hemorrhagic stroke. The afternoon of (B)(6) 2018, the patient developed headache and then had confusion, nausea, and vomiting during the night. On (B)(6) 2018 at 0613 the patient arrived at the emergency department. Anticoagulants at the time of the event were aspirin and warfarin. Anticoagulation was held. CT scan found pracranial bleed. The patient reportedly did not have any motor or sensory defects and was admitted to the neuro intensive care unit (ICU) with an inr of 2.5. Vitamin k, fresh frozen plasma (ffp), prothrombin, and platelets were given. Serial CT scans showed worsening bleed and midline shift. The patient was taken to the operating room and hemicraneicraiectony hematoma was evacuated. The patient returned to the neuro ICU intubated. On (B)(6) 2018 the patient opened eyes to voice. The patient did not obey commands but did move all extremities. For seizure prevention, keppra 1 gn twice per day (bid) was started. Hypertonic therapy continued from emergency department; at admission na was 129 and on (B)(6) 2018 was 146. On (B)(6) 2018, CT scan found residual blood in evacuation bed and minimal midline right shift. The patient was extubated on an unspecified date, and was following simple commands, was verbal, and moved all extremities well (maew).